Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that sensor failure occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On the same day, it was reported that at around 1pm, the patient¿s sensor failed and the patient did not have another one to put on. The patient¿s bg meter reading was taken at 830pm, which was 557 mg/dl. The patient was also feeling nauseous and had started vomiting. The patient self-treated with insulin via his omnipod insulin pump. Around 9pm, the patient was still symptomatic, so he went to the emergency room (ER) where his bg meter reading was 495 mg/dl. The patient was treated with IV fluids and zofran. The patient was discharged around 230am with a bg meter reading of 285 mg/dl. The patient was feeling ¿fine¿ at the time of report. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. In connection with the reported allegation, it was found that the sensor lasted a full 10 days, and sensor expiration alert was acknowledged. The last egv was high (over 400 mg/dl), and the app delivered high alerts at 0% volume because high alert was set to vibrate only and always sound feature was disabled. An hour later, an attempt was made to start a new session but failed due to restart detection. The allegation was not confirmed via data. However, it was found that a no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On the same day, it was reported that at around 1pm, the patient¿s sensor failed and the patient did not have another one to put on. The patient¿s bg meter reading was taken at 830pm, which was 557 mg/dl. The patient was also feeling nauseous and had started vomiting. The patient self-treated with insulin via his omnipod insulin pump. Around 9pm, the patient was still symptomatic, so he went to the emergency room (ER) where his bg meter reading was 495 mg/dl. The patient was treated with IV fluids and zofran. The patient was discharged around 230am with a bg meter reading of 285 mg/dl. The patient was feeling ¿fine¿ at the time of report. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional event or patient information is available.